Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). The result from the meter was 1.3 inr and within 10 minutes, the result from a laboratory draw was 2.4 inr. The laboratory used dade innovin reagent. The customer was supposed to have surgery, but the surgery was delayed a week due to the high laboratory result. The surgery procedure was unrelated to the use of or results obtained from the meter. There was no allegation of an adverse event. The customer's husband followed up and stated there was an issue between the surgical unit and the doctor as the nurse had "picked up wrong lab results for customer". He stated the meter result was not wrong. The "correct" laboratory result was not provided. The customer had no changes in diet, health or other medications. No concerns with hematocrit, lupus or antiphospholipid antibodies, no other blood thinners, no direct thrombin inhibitors in use. The therapeutic range was 2.0-3.0 inr. An inr of 1.5 inr was needed for the surgery. The suspect meter and strips were requested to be returned for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr; donor 2 inr: 2.3 inr. Donor 1 hct: 35%; donor 2 hct: 36%. Donor 1: retention meter with masterlot strips: 2.3 inr. Customer meter with customer strips: 2.3 inr. Donor 2: retention meter with masterlot strips: 2.3 inr. Customer meter with customer strips: 2.3 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 26683421) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. No information was provided in the complaint case that would point to a cause for the result discrepancy.